Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with diffuse lamellar keratitis stage iii in right eye. Treatment. The topical steroid dosage was increased (durezol) four times a day. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of sensitivity to light, foreign body sensation and visual acuity being hazy (blurred). Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -1.50 x -2.00 x 30; left eye pre-op 20/20 -1.00 x -2.50 x 146.